Manufacturer narrative:
Date rec'd by MFR: 03/26/2019. Failure analysis on the returned central processing unit (cpu) board and speaker shows that the customer complaint of ¿primary alarm failed (e/c 1102)¿ was able to confirm. Cpu board r117 was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20dec2018. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse also noted that the alarm could not be silenced. The fse replaced the speaker and cpu to address the finding. The software was re-loaded and the ventilator passed all required testing. The device was returned to service.

Event description:
It was reported that unit logged errors 1102 (primary alarm failed) and 5021 (speaker test error). There was no patient involvement. The event date was not specified; estimate used.